Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. A product malfunction could not be confirmed as the most probable cause of the reported events through product analysis.review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed and found no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event (urinary retention) is included as potential adverse event within product labeling. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced urinary retention post procedure. The physician cycled the device but then could nod get it to deactivate. The physician tried holding the deactivation button down for 90 seconds for pump to refill, tried activating and deactivating several times. The artificial urinary sphincter (aus) pump was removed and replaced. The physician deems the old pump was faulty.

Event description:
It was reported that the patient experienced urinary retention post procedure. The physician cycled the device but then could nod get it to deactivate. The physician tried holding the deactivation button down for 90 seconds for pump to refill, tried activating and deactivating several times. The artificial urinary sphincter (aus) pump was removed and replaced. The physician deems the old pump was faulty.